Event description:
Rep reported that this is the second time, for the same pt, that the valve split at the anti siphon point. The valve will not be sent back. The pt is hiv positive and the doctor will not release the valve for evaluation.

Manufacturer narrative:
It has been communicated, that the surgeon will not release the device for evaluation. Since no device and/or lot info is available, codman is unable to conduct a proper investigation. If at somepoint the device and/or lot info does become available, this complaint will be re-opened and evaluated. A follow up report will also be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.